Event description:
The customer stated the rubella calibration failed with error code 1018: calibration check failure, cal a, results too high, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to decontaminate line 1, replace the process probe and recalibrate. The customer performed the steps without resolution. The cta then asked the customer to centrifuge the calibrators for diagnostic purposes. The calibration passed; however, the customer did not report results with this curve. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.